Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the diabetic ketoacidosis. The customer blood glucose level was unknown at the time of incident. The customer stated that insulin pump was not turning on and was not able to gather data during hospitalization. The insulin pump will be returned for analysis.